Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied four photos for evaluation. Two showing a severely unraveled guide wire while inserted through the catheter, and two showing the x-ray images of the catheter inside the patient. The guide wire appears to be unraveled from the distal tip and shows evidence of use; however, it cannot be determined if the guide wire is separated without the sample to evaluate. A probable cause of the guide wire unraveling/separating cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire separated could not be confirmed through examination of the customer supplied photos. The images showed that the guide wire was unraveled; however, the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the tip of the guide wire broke off inside the patient's vein. Broken guide wire removed.

Manufacturer narrative:
Qn#: (B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the tip of the guide wire broke off inside the patient's vein. Broken guide wire removed.